Manufacturer narrative:
G4:24feb2021; b4:24feb2021; h11:g5:k102985; h10: the customer reported there was no patient involvement at the time the issue was discovered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:11jan2021. B4:12jan2021. The product support engineer (pse) replaced and installed the turbine to resolve the reported issue. Unit passed required performance verification tests per philips standards. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
The customer contacted technical support (ts) stating that unit had blower fault. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.